Event description:
During a pta treatment procedure, the synergy balloon detached from the shaft of the catheter, but was successfully retrieval. No patient injuries or complicatons were reported. Patient status is reported as `okay'.